Event description:
It was reported that the patient complained of diaphragmatic stimulation, and reprogramming was done for the patient's left ventricular (lv) lead. It was later reported that the patient had been arrested by the police, during which the patient was tackled, likely causing the lv lead to dislodge. The decision was made by clinical staff to turn off the lv lead, and subsequently the lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4 ICD, implanted: (B)(6) 2015; 4076-52 lead, implanted: (B)(6) 2015. (B)(4).